Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a wallflex enteral duodenal stent was implanted during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient had pancreatic cancer and pulmonary carcinoma. The patient had previously undergone surgery within the right lung for the pulmonary carcinoma. The patient had a stomach-jejunum bypass for the pancreatic cancer. On (B)(6) 2011, the patient underwent chemical therapy. At this time, the physician confirmed that the patient "didn't have much time". On (B)(6) 2011, the patient was unable to eat due to the upper gastrointestinal (ugi) tract stenosis. On (B)(6) 2011, a wallflex enteral duodenal stent was successfully placed within a stenosis that had developed at the stomach-jejunum bypass. The stent was placed from the pylorus into the duodenum. Approximately 2cm of the stent extended into the stomach and did not touch the lesser curvature of the stomach. No complications were noted during the stent placement procedure. On (B)(6) 2011, the patient was able to orally ingest food. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient threw up in the morning. Following this episode, the patient was unresponsive. On (B)(6) 2011, the patient was transferred to the hospital. The patient suffered cardiopulmonary arrest. Approximately one hour later, the patient expired. Although no autopsy was performed, a computed tomography (CT) scan detected a 1cm perforation at the lesser curvature of the stomach. In the physician's assessment, the stent may have contributed to the patient's death along with peritonitis carcinomatosa.